Manufacturer narrative:
On november 24, 2021, mentor received additional information indicating that the patient also experienced left breast pain. Also, the patient's implants were replaced with the following: (left) 450cc mentor memorygel breast implant catalog: shpx450 lot: 9574063 sn: (B)(6) and (right) 450cc mentor memorygel breast implant catalog: shpx450 lot: 9632691 sn: (B)(6). On november 26, 2021, mentor received additional information indicating that a mammogram on the left breast found small irregular mass/foreign body. As a result, the patient also underwent biopsy on the left breast and benign breast tissue fragments of cyst wall and associated mild chronic inflammation was the pathology. There was no evidence of malignancy. On november 28, 2021, mentor received additional information indicating that the right breast implant was removed intact. On december 3, 2021, the mentor failure analysis lab received the device for evaluation. On december 10, 2021, the product investigation was completed. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpps dv 325cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who's undergone primary breast augmentation with two 325cc mentor smooth round moderate plus profile saline breast prostheses, suffered left breast implant deflation and possible leaking on the right breast implant, post-procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On september 8, 2021, mentor received additional information indicating that the patient has been scheduled for implant explantation surgery on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).